Event description:
Agent ide study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2021, the 70% stenosed target lesion located in the distal right coronary artery (rca) was treated with balloon angioplasty and a 3.00 x 16mm synergy drug eluting stent. In (B)(6)2022, angiography revealed 90% isr of the distal rca which was treated with plain old balloon angioplasty. In (B)(6) 2022, the subject was randomized into the agent ide study and the index procedure was performed. Heparin or antithrombotic medications were administered at the time of index procedure. The 95% isr, 3.00 x 16mm, target lesion was located in the distal rca. Following pre-dilation using a 3.00 x 15mmm balloon, the lesion was successfully treated with a 3.00 x 20mm study device with 10% residual stenosis and timi flow of 3. On the same day, troponin I levels were noted to be elevated and the subject was diagnosed with post procedural myocardial infarction (mi). The same day the mi was considered to be resolved and the subject was discharged on aspirin and prasugrel.